Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool. Per sample evaluation results on (B)(6)2024, it was reported that one screw came out with its attachment bold out of the outer shell and there was wrong molded tube on the chiller pump .

Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be operator error, incorrect assembly of the chiller pump. However, there was insufficient information to confirm this potential root cause. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The initial reporter phone number that is provided is (B)(6). Corrections: d, e, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool. Per sample evaluation results on 10jul2024, it was reported that one screw came out with its attachment bold out of the outer shell and there was wrong molded tube on the chiller pump.